Manufacturer narrative:
Date of event: date estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device relative to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture did not come out properly when the plunger of the proglide device was removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Two additional proglide devices were received at abbott return goods labs. Return device analysis for both proglide devices revealed that the link was separated from the posterior cuff and the posterior needle tip was ejected from the needle shank. In this condition these devices would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The unspecified failure mode was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. The observed needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.